Event description:
Per provider manifold is cracked. Per independent repair statement the unit had low o2/yellow light. The muffler was clogged along with the pvc tubes. The 4 way valve was also contaminated with sieve material.